Event description:
A volume discrepancy was reported. The expected volume was 3ml; the actual volume was 15ml. Hcp refilled the pump with the previous solution and planned to measure the discrepancy again. The cause of the discrepancy was thought to be due to a stopped rotor from a magnetic money clip. The logs were read and confirmed the rotor stopped a couple times. There were no patient symptoms/injuries related to this event. The magnetic money clip was removed and no further alarms had occurred.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).